Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. On 08/06/2015 a medtronic ear, nose and throat (ent) representative, was on-site earlier this week, however, could not perform a full system check-out as the system was being used clinically. It is believed from the medtronic ent representative visit that the frontal suction may be bent, or damaged, and likely may be the cause of the issue. On 08/18/2015 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Straight suction, lot #14782 and 70 degree curved suction, lot #4221, both failing registration. Replacing suctions issue resolved. On 08/19/2015 a medtronic representative, following-up at the site, reported that according to the site representative, she was able to register the suctions during the procedure by moving the instrument all the way to one side. The medtronic representative cautioned the site representative that this is not a safe practice and the instruments have since been removed from service. On return requested for straight suction. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in an ear, nose and throat (ent) procedure, they had a difficult time tracking the curved suction instrument. They were able to register the suctions during the procedure by moving the instrument all the way to one side. However, the medtronic representative indicated to the site representative that this is not a safe practice and the instruments have since been removed from service. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.